Manufacturer narrative:
Device evaluation summary: the monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the high impedance or reported burn. The flag files show that the gel was released prior to the first treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. In addition, all gel was deployed from the therapy electrodes in the as received condition. Device manufacture date: monitor: 04/24/2013; electrode belt: 06/16/2014. The investigation into the event concludes that there was no device malfunction. During the treatment events in the field, the monitor delivered partial energy shock at first treatment (118j) due to a high impedance (335 ohms). The patient reported that gel from all three therapy pads was deployed during this event. The cause of the high impedance cannot be positively identified. A potential source of the high impedance is that the therapy electrode(s) were not making contact with the skin. The monitor continued to deliver two additional shocks at the full 150j energy over an impedance of 54 and 83 ohms.

Event description:
A us distributor contacted zoll to report that a patient experienced three appropriate shocks for ventricular fibrillation within 24 hours. The patient was unconscious at the time of the events. The patient reported that gel was released from all three therapy pads during the first treatment. The patient removed and redonned the equipment after the first treatment. The patient reportedly went to the hospital and was placed on telemetry after the third treatment. The patient and patient's physician reported burns marks on her back. It is unknown during which treatment the burn occurred. The severity and medical outcome of the reported burn is unknown. Review of the event indicates that the rhythm after the first treatment ((B)(6) 2015 at 15:47:11) was ventricular fibrillation which self terminated and transitioned to bradycardia at 25 bpm. The energy delivered was 118j due to a high impedance 335 ohms. The monitor subsequently delivered two additional shocks at the full 150j energy over an impedance of 54 and 83 ohms, respectively. The rhythm after the second treatment ((B)(6) 2015 at 04:10:39) was sinus rhythm at 60 bpm. The rhythm after the third treatment ((B)(6) 2015 at 05:30:47) was sinus tachycardia at 165 bpm with frequent pvcs.